Manufacturer narrative:
The device was not returned to olympus for evaluation therefore, the reported issue was not confirmed. Based on the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device connection no longer goes and had no image transmission. The issue occurred during preparation for use. There were no reports of patient harm.